Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to the electrode belt trunk cable black pulse wire being damaged. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.